Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: department of obstetrics and gynecology, j clin gynecol obstet. 2017; doi: https://doi.org/10.14740/jcgo429w

Event description:
It was reported in journal article "can triclosan-coated sutures and the use of double gloves reduce the incidence of surgical site infections?¿ that abdominal hysterectomy was performed in the first group with single gloving and suture was used on the vagina stump. The primary outcome was the incidence of ssis and postoperative antibiotic therapy required. When the ssis were further distinguished into superficial ssis and organ space ssis, there were no statistically significant differences. Re-operation and drainage were not performed. Additional information will be requested.

Manufacturer narrative:
Product complaint # ==> pc-000062689 additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? O if yes, please provide a complaint reference number.? -es20171690 was this complaint previously reported under es20171690? If yes, please provide the product complaint number. =>we have not created another pc for this issue. Es20171690 was registered in the japan system for pc-000062689. Does the surgeon believe that vicryl or vicryl plus sutures caused and/or contributed to the adverse events described in the article, specifically: surgical site infection, antibiotics therapy? O if yes, provide details of event and specific suture product code.? Sorry, we couldn't get information any more. Can specific patient demographics be provided for each of the subjects of this article? -no. We couldn't get information. O if yes, please include: ? Date and type of procedure, ? Where procedure was performed, ? Specific medical/surgical intervention per patient, ? Product involved? Pre-existing conditions.? Are the product code and lot numbers available for vicryl and vicryl plus sutures?-no.